Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, noting that the screen was frozen and not responding to input, though it was not cracked or shattered. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer chose to reset the pump following information provided by technical support, and the pump reset successfully resolved the issue, allowing the customer to interact with the screen again.